Event description:
Customer called to report that her son's bg was high over a period of 3 hours and they didn't know why. The customer support rep suggested that they change the pod. No further information reported. The device is being returned for evaluation.

Manufacturer narrative:
The product was returned and found to have damaged cannula tip. The cannula tip was found to pass insulin; however, flow was severely restricted. This condition could have contributed to reported symptom (elevated bg levels) during use. This type of damage typically occurs when the patient is very lean and the cannula is fired into muscle, not, "pinching up" at the insertion site. Patients are trained to select and pod placement site consisting of fatty subcutaneous tissue. The user is inserted in the omnipod user's guide to periodically check their infusion site and to frequently monitor their bg levels. By following these recommendations, the user would become aware of high bg levels and could use another device or backup therapy if required. This is an isolated incident for this lot of product. The DHR provides evidence that the lot met the acceptance level prior to release.